Event description:
The ge field service representative reported there was evidence in the system error log that the system had failed to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced. The system was then found to be operating as intended.